Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 19. Details of surgery: sinus augmentation and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.